Event description:
It was reported to boston scientific corporation that a lynx system was implanted during a procedure on (B)(6) 2010. According to the complainant, following the implantation of the device, the patient suffers from dyspareunia, difficulty urinating, incontinence, worsening of her existing prolapse, chronic infections, vaginal erosion and damage to the urethra. All other information, including the patient's current condition, is unknown and reportedly unavailable.